Manufacturer narrative:
Investigation summary: a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA (B)(4) has been initiated.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact lead to false positive grams stains being reported. The customer is unaware of any course of treatment change due to these erroneous results. The following information was provided by the initial reporter: "customer reports finding purple staining artifacts resembling gcp for product 212525 lot 9269800. Steps taken with customer/troubleshooting: customer reports this has been an ongoing issue as they are seeing it on 3 of their lots. Additional cases opened against the other lots. Artifacts were reported as gpc on blood cultures but reports were corrected and there was no patient impact. This lot was used for 1.7 weeks and it is out of use."